Event description:
It was reported that pump housing around usb port was damaged, which prevented charging and meant pump could no longer be guaranteed watertight, although pump had not shut down and no low power or shutdown alerts occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place damaged pump in storage mode and return it with a prepaid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.